Event description:
A report was received that the patient was not receiving stimulation. The patient will undergo a lead replacement procedure due to high impedances.

Event description:
A report was received that the patient was not receiving stimulation. The patient will undergo a lead replacement procedure due to high impedances.

Manufacturer narrative:
Addtional information was received that the patient will not be revised at this time.